Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
Event details: the complaint wasn't for a specific event so no date, lot number, etc. They were providing feedback on why they're unhappy with the product. They said that when they're using the injector/connector and infusion clamp for epoch patients (long-term infusions) that the connection is getting wet (patients are telling them even that it's leaking). I explored further to see if it was after 24hrs etc but she said it's a different times throughout an infusion and can sometimes be early on. They have had some issues with the leaking happening at the luer lock end (tubing / injector) but we talked about how they need to make sure it's securely luered on. This sounded like a different issue than above but was told to me in the same conversation. Response received from customer on 19-nov-2025: 1. Kindly confirm the exact location of leakage. I asked the customer but they were unsure; they just knew the patient was wet. 2. Have you confirmed that the connections were properly secured? I've instructed them to do this going forward. I think they may have been putting the infusion clamp on backwards. 3. Was there any cracks or damage in any parts of injector, connector or tube? Not reported. 4. What kind of drug was used? It was for an "epoch" regimen but they didn't specifiy which specific drug. 5. What was the rate of infusion? 6. Have you replaced the defective product and successfully completed the medication procedure? Yes, they're telling me about past experience but completed the patient's infusions. 7. Is there any issue with infusion clamp. If yes please provide the material and batch number of the infusion clamp; unknown. 8. Kindly provide the material number of the injector and connector. 515003 and 515200. 9. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None reported.

Manufacturer narrative:
Date of event unknown, bd awareness date used. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.